Event description:
Customer reported her adc blood glucose meter was displaying a blank screen and noted it would not turn on when the button was pressed or with test strip insertion. She further reported the meter stopped working on (B)(6) 2011 so she replaced the battery on (B)(6) 2011, but it still would not turn on. It was further reported that beginning on (B)(6), 2011 she began to feel unwell and reported experiencing dizziness and a headache. On(B)(6) 2011 customer self-presented to a local healthcare facility where a hospital meter received a reading "over 200 mg/dl". Customer did not report receiving a diagnosis, but noted being treated with unspecified intravenous fluids and tylenol, in addition to self-treating with her usual diabetes medication, metformin. Customer was discharged later that day. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.